Event description:
Steris irrigation kit ref # 00711556, lot 2008099, expiration date 8/24/2021. It would not insufflate the colon. We tried 3 different irrigation kits, both prior to this case the red cap that goes on the water bottle had a leak coming from the lid.